Event description:
It was reported that one-day post-implant, pre-discharge check, this right ventricular (rv) lead exhibited loss of capture along with high capture thresholds. Additionally, low-pacing impedance measurements were observed. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.